Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the device was connected with patient approximately 48hrs. It was reported the device was disconnected and the IV bag was still full. Per reporter no alarms were noted. No adverse patient effects were reported by the customer.